Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) old female pt who received super poligrip denture adhesive powder (denture adhesive powder-double salt-formulation number ib-0872) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).